Event description:
Per the clinic, patient experienced a swelling around the implant side. An x-ray performed on (B)(6) 2012, revealed migration of the body of the implanted device. The patient underwent revision surgery on (B)(6) 2012, to place back the implant into proper position.

Manufacturer narrative:
Implanted device remains.